Event description:
It was reported that the user awoke to a rapidly rising blood glucose and inquired about when to change infusion tubing; the user wears a 23-inch infusion set, reported no visible leakage but noted site soreness, and the ilet had been paused for about 30 minutes during charging prior to the rise; device data showed about one hour above 180 mg/dl with correction insulin delivered while glucose continued to rise, and the user planned a full site and supply change. Symptoms included hyperglycemia. Outcomes included no hospitalization and user education on site change and troubleshooting. Investigation included review of device data and user-reported troubleshooting. Investigation of this case revealed that the cause of hyperglycemia was unclear, with contributing factors possibly including infusion site performance or recent device pause, while the pump delivered insulin as commanded and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.